Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "the pump didn't alarm when kinks in tubing". They stated that they started the feeding at 8pm and check on patient at 9pm and the pump "seemed to run just fine". They stated that they then checked on the patient at 7:45am and that "the pump still showed it was running but it wasn't infusing anything, the bag was still full". Mmdg did follow up with the initial reporter and they did not report any adverse effects to the patient due to the complaint. (B)(4).